Manufacturer narrative:
Complaint no: (B)(4). The cassette was not returned to baxter and the lot number was not provided, precluding further device investigation. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2367 alarm (fail safe shutdown) occurred on the homechoice (hc) machine during use. The care giver (cg) stated they tried to open the door. A baxter technical service representative (tsr) explained the alarm to the cg. The tsr assisted the cg in closing the clamps and in cycling the power to clear the alarm. The tsr advised the cg to start over with new supplies. During troubleshooting no issues were noted which could have contributed to the event. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.